Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and death occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Intracardiac echocardiogram (ice) imaging noted there was no baseline pe. Groin access obtained and non-boston scientific vascular pre-closure device was used. A versacross rf wire was inserted up to the superior vena cava (svc), a watchman trusteer access system (was) and versacross dilator to follow. The transseptal puncture (tsp) was performed without rf delivery required. Tsp location appeared to be mid/mid-posterior based on ice imaging. No pe was noted at this point in the procedure and patient vitals were stable. Tsp location was dilated with the was and then the sheath and dilator were retracted for left atrium (la) access of the ice catheter. Tsp access of ice catheter was still unsuccessful. A pe was then discovered four (4) minutes later. Was removed from the groin and ice visualized the pe location on the right side of the heart. The procedure was aborted. Cardiac tamponade occurred, which caused the need for cardiopulmonary resuscitation (CPR), blood transfusion, pericardiocentesis removing bright red blood of over three (3) liters, fresh frozen plasma (ffp), and cryoprecipitate. The family was contacted a little over two (2) hours later and as the patient was a do not resuscitate (dnr) status and they requested no additional life-saving measures, so time of death was called by the physician. It was noted the patient was on eliquis and stopped taking eliquis two (2) days prior to the procedure. Last recorded inr lab result was 1.4. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.